Manufacturer narrative:
(B)(4).

Event description:
Information received from the consumer reported that the therapy from patient's implantable neurostimulator (ins) was going great" until 6 months prior then suddenly they could not charge. As a result the patient's pain could not be controlled. The consumer denied that the device had not been charged regularly. It was noted that the patient met with the manufacturer's representative where they could not get the device to charge either. The last time the patient was able to recharge was 6 months prior to report so, by now, the device was for sure in an overdischarge (od) state. The representative told the patient that the ins would have to be replaced. It was unknown what trouble shooting was performed or why the device needed to be replaced. They had not heard anything back regarding the replacement. The patient was frustrated and wanted the device removed. However, it was also reported that if the device could get up and running (or replaced) the patient was willing to continue with the therapy. The indications for use for the implanted device were noted as spinal pain and failed back surgery syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.